Event description:
It was reported that the pt underwent a spinal procedure using posterior fixation 5 years ago. It was noticed that the rod at left side was broken in 2007. The pt was asymptomatic and no revision surgery was planned at that time. The pt started to complain of lower back pain in 2008. It was confirmed that the rod on the right side was broken. Fusion reportedly was completed by x-ray. The secondary surgery was performed the following month, to remove the implants.

Manufacturer narrative:
Device was not returned to the manufacturer for eval. Unable to determine the cause of the event.